Event description:
A discordant, falsely elevated tacrolimus result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s). A new sample obtained from the patient was tested on an alternate dimension instrument, resulting lower. The original sample was then repeated on an alternate dimension instrument, also resulting lower. The corrected result was reported to the physicians(s). There are no reports of adverse health consequences due to the discordant, falsely elevated tacrolimus result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that the sample was run while quality controls were within range. The customer performed lamp alignments. The cause of the discordant, falsely elevated tacrolimus result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.